Manufacturer narrative:
The authorized service personnel (asp) replaced the front bezel to address the reported issue.

Manufacturer narrative:
Date of event: (B)(6) 2021. 03mar2021.

Event description:
The customer reported that the nav ring not working when adjusting the settings. The customer contacted product support and the caller is request the nav ring be replaced. The customer reported that the unit was not in use on a patient.